Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) ECG signal input was interrupted. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue, and were not able to find the issue within the logs. The fse cleaned the external input connector as a precaution. The unit passed all functional and safety tests and was returned to customer.